Event description:
It was reported that the user observed a ¿pairing failed¿ message in the ilet history and then replaced the sensor; the new libre 3 plus paired successfully with the ilet and glucose was reported stable, and the call was transferred to the cgm partner for support. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated dosing due to the pairing failure. Investigation included customer service triage, troubleshooting, and referral to the cgm manufacturer. Investigation of this case revealed a pairing failure between the cgm and ilet that resolved after sensor replacement, consistent with a communication or sensor-related issue. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing malfunction that was mitigated by replacing the sensor.